Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the proximal left anterior descending artery (lad). The lesion was predilated with a non bsc balloon at 18atms. A 2.25x32mm taxus liberte stent was successfully implanted in the lad. The physician attempted to place a second 2.25x32mm taxus liberte stent in the lad; however, the device was unable to cross the lesion. The physician tried to exchange the non bsc guide catheter and the stent became caught on the guide catheter as it was being removed. When the guide catheter was removed from the pt it was noted that the stent was inside of the guide catheter. The procedure was completed at this point with no pt complications reported and the pt's current condition listed as "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.